Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic that the insulin pump had an insulin pump error alarm. Customer stated that the insulin pump was not able to rewound. Customer was able to clear alarm. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Retainer ring=black on (B)(6) 2021 customer called in with the following concern: customer was trying to rewind the insulin pump and the battery failed so changed it and still getting an pump error 41 during rewind. P-cap locked in place properly during testing. Unable to perform displacement test due to constant pump error 41 during rewind. Device was successfully downloaded using (thus software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 41 alarms were found on (B)(6) 2021. The adapt tool also recorded pump error 53 alarm on (B)(6) 2021 file=2005 line=5632. Per r&d investigation pump error 53 alarm was due software error, unstable power to the faulty connector on radio frequency board chip esf2610666. Proceed it by cutting device open and perform a visual inspection of all connectors and electronic assemblies. Per visual inspection no moisture damage on motor or electronic assemblies. Problem isolated to motor and electronic assemblies. No physical damage noted during visual inspection. In conclusion device received with constant pump error 41 during rewind in addition, pump error 53 was also recorded in download history files. Problem isolated to motor and electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.